Manufacturer narrative:
The wrong part number was submitted in the initial report. The part number in the original report doesn't have a filter. The disposable reported by the customer contained a filter. It is unknown to what the disposable is that was reported.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the disposable leaked. They had an issue where the same patient had a leak from the filter part of the cadd administration set. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.